Manufacturer narrative:
The device powered up properly after battery installation. The device displayed properly. No blank display or display anomaly noted. The device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit, failed battery test alarms and external ram crc error alarm, unexpected restart error alarm or reset time and date anomaly after change battery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and external ram crc error. The patient¿s blood glucose level was 159 mg/dl. Issue was not resolved by troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The alleged device is not expected to be returned for analysis.